Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned with the product label. A small perforation in the outer catheter was noted 0.4cm from the distal tip. No other anomalies were noted to the returned device. Functional/performance evaluation: the patency of the guidewire lumen was tested and passed without issue. The outer catheter was removed at the location of the outer catheter perforation and the guidewire lumen was found to be perforated. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for a material puncture, as both the inner guidewire lumen and outer catheter were punctured. The investigation is unconfirmed for device-device incompatibility, as an in-house guidewire was able to be completely loaded through the catheter without issue. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. It is unknown whether the original guidewire contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. For the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing.

Event description:
It was reported that upon loading the recanalization catheter onto the guide wire, the wire pierced through the catheter. Another catheter was used with the same guide wire to perform the procedure. There was no patient involvement.